Event description:
It was reported by service report that the patient right side rail would not latch upright. It is unknown if there was patient involvement or if there were adverse consequences to report.